Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Based on the condition of the returned unit, it is possible that the reported event was due to the trigger not returning to the starting position. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: gastrectomy. Event description: [name] medical center "the clip did not come out." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: gastrectomy. Event description: [name] medical center "the clip did not come out." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.